Manufacturer narrative:
Evaluation summary: the device and leads have not been analyzed due to possible litigation. The device(s) associated with this adverse outcome was/were returned from an unknown source. Consequently, contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
The device(s) associated with this adverse outcome was/were returned from an unknown source. Consequently, contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
A cardiac resynchronization therapy defibrillator (crt-d) system was returned from an unknown source with no information. Information identified in the manufacture's database indicated the patient died less than ten months post implant of the crt-d system approximately seven years ago.